Event description:
It was reported that; the customer reported that during insertion the cage was inserted too far and the patient allegedly had an incomplete spinal cord injury. The cage was replaced correctly and the case was completed but there was no neurological response. As of (B)(6) 2015 when the event was reported, the patient allegedly had no feedback from the neck downwards. It is unknown whether there were any delays to surgery. The customer did not allege a deficiency with the device on intake and will carry out their own investigations internally into the reported event.

Manufacturer narrative:
The device was not available for evaluation. The device was not available for evaluation. The plausible cause of the reported event is multi-factorial.

Event description:
It was reported that; the customer reported that during insertion the cage was inserted too far and the patient allegedly had an incomplete spinal cord injury. The cage was replaced correctly and the case was completed but there was no neurological response. As of (B)(6) 2015 when the event was reported, the patient allegedly had no feedback from the neck downwards. It is unknown whether there were any delays to surgery. The customer did not allege a deficiency with the device on intake and will carry out their own investigations internally into the reported event.